Manufacturer narrative:
Additional information indicated that prior to utilizing in the patient, no damages were noted on the delivery system or syringe. The syringe was utilized twice to deploy other coils. The blue zone or red (alternative zone) was not exceeded before detaching the coil. After removal of both units, no damages were noted in the syringe or delivery system. The microcatheter was re-shaped and the mandrel was utilized. Adequate continuous flush was maintained through the (mc) microcatheter at all times. No re resistance between the (gw) guidewire and the mc when accessing the target site or any other time. Prior to this coil, other coils went through the same mc without resistance. There were no kinks in the mc that may have contributed to the event. Resistance was noticed when the coil was withdrawn. The mc was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, but not after the coil stretched. The same microcatheter was utilized to complete the procedure, since no damages were noted. Coil entanglement with previously placed coils was not suspected to contribute to the event. No additional intervention was required. The final outcome was that the entire coil was removed. No further information was available. The product was not returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The patient was admitted for coil embolization. The aneurysm height was 2.8mm, width of 3.1mm, length of 2.5mm, neck of 2mm and a neck to sac ratio of 1.5mm. The first coil (637mf0306) could not be detached until the pressure of the trufill syringe ii went up to the red zone. After first loop of the second coil (637mf2545) was out of the (mc) microcatheter (echelon 10) in the aneurysm, the coil couldn't be pulled back or pushed. Finally, it was pulled back all the way out of the delivery system and was found stretched.